Event description:
It was initially reported that telemetry confirmed a critical alarm due to a motor stall. The patient had an MRI on (B)(6) 2011 and the stall occurred at 5:30 and the pump did not recover until (B)(6) 2011 at 7am. In addition, the logs then showed another stall on (B)(6) 2011 at 2pm which recovered on (B)(6) 2011 at 3am. The next stall was on (B)(6) 2011 with tube set error on (B)(6) 2011. Patient experienced a lot of pain and appeared to be only getting minimal relief from the pain pump. Pump was replaced, the cause of the stalls were unknown. Pain was managed with oral medication. Drugs delivered via the device were fentanyl and clonidine.

Event description:
It was later reported that the pump contained fentanyl 2000 mcg/ml at a daily dose of ~ 1000mcg. The patient outcome was noted to be non-serious injury/illness.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(6) 2007, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump revealed gear. Significant residue on upper shaft. Gear wheel. Significant corrosion on surface. Pumphead compartment, motor compartment and bottom inner cover: slight moisture seen. Pumphead: moisture drops on pumphead. All roller wheels turn freely. A motor stall recovery occurred on (B)(4) 2011. Final analysis of the pump: pump/motor corrosion/gear train anomaly. Battery logs most likely have been corrupted by MRI. (B)(4).